Event description:
The customer reported they are not getting a display on the unit.

Manufacturer narrative:
(B)(4). The customer reported they are not getting a display on the unit. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.